Event description:
Evaluation summary: the device was returned to medtronic for evaluation. There were numerous kinks visible along the hypotube, transition shaft and distal shaft. Initial mandrel movement failed due to the kink on the distal shaft. The distal tip was flared. The balloon was inflated to 14 atms (rated burst pressure) and successfully maintained pressure.

Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 90% stenosis in the lcx using two sprinter legend devices for pre-dilatation . During the surgery, the delivery system of the sprinter legend devices ruptured when crossing the lesion. No abnormalities were noted during preparation and inspection of the devices. These devices were the first used in the procedure. No resistance was reported during delivery and no force was used in each case. The physician removed the devices and used another balloon to complete the surgery. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results - based on information received, root cause cannot be determined; no results available since no evaluation was performed; none (no device received for evaluation). Conclusion: results - based on information received, root cause cannot be determined. None (no device received for evaluation). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (device inspected before use with no issues - damage most likely occurred during advancement and/or use, possibly due to the degree of stenosis present at the lesion site). Conclusion results: operational context caused or contributed to the event. (Device inspected before use with no issues - damage most likely occurred during advancement and/or use, possibly due to the degree of stenosis present at the lesion site). (B)(4).